Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an ¿error 2¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on january 1, 2014 at 11am. The patient manages her diabetes with ¿shots¿ (type not specified). It is not known if the patient made changes to her usual management routine. About 30 minutes after the start of the alleged issue, the patient claimed she felt a symptom of shaky. The patient denied receiving medical treatment. There was no indication of misuse and the correct test strips were being used. The cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/18/2014) the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.